Event description:
When spiking the 500c sodium chloride bags, the reporting nurse noticed the bags were leaking from the neck. Seven of these bags were leaking , and the nurse threw the entire lot away.